Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, where it was reported that during an infusion with chemotherapy drugs, leaking was noted on a broken connector. The chemo drug did not contact with the patient. The remaining volume in burette was 140 ml, and about 103 ml leaked on ground. There was patient involvement and no patient harm. No further information is available for this complaint.

Manufacturer narrative:
Received one (1) used list# 142730490 plum 150 ml burette set. The blue clave on the burette arrived torn at the semi-rigid male adaptor. The deformation on the area of the break was at a slight angle. The reported complaint of leakage on the broken connector can be confirmed due to the torn semi-rigid adaptor. The probable cause is due to unintentional external bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.